Event description:
It was rpeorted that during a ptca treatment procedure involving a calcified and 100% stenotic lesion in the proximal rca, the red tip of the catheter detached. The physician encountered resistance while attempting to advance the balloon catheter through at guide catheter. Upon removal, it was noted that the tip had detached. The tip of the catheter was not located. Pt status is listed as "good" with no complications.